Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that model lap top ventilator 1200 was delivering higher tidal volume than what was set. When the ventilator was set to deliver 500mls, the unit would deliver 560mls. The customer confirmed there was no patient involvement associate with the reported issue.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was unable to be confirmed or duplicated in the laboratory setting. The turbine was providing correct volumes.

Event description:
It was reported to vyaire that model lap top ventilator 1200 was delivering higher tidal volume than what was set. When the ventilator was set to deliver 500mls, the unit would deliver 560mls. The customer confirmed there was no patient involvement associate with the reported issue.